Event description:
The customer reported that the system had kv errors during high end fluoro shots.

Manufacturer narrative:
This MDR is related to ge healthcare complaint# (B)(4). The customer cancelled the service call since they replaced the batteries themselves.